Event description:
The pt (B)(6) rec'd an scs sys system including two percutaneous leads from different lots on (B)(6) 2011. It was reported that the pt's left lead was causing discomfort when the amplitude for the stimulation was increased. In an effort to resolve this matter, the physician repositioned the lead on (B)(6) 2011, increasing the implant depth. Add'l info obtained related to the pt found that he underwent a second surgical procedure on (B)(6) 2011 for his left side lead due to alleged discomfort. The distal end of the lead was reportedly pushing against the pt's skin following the (B)(6) 2011 revision. (Reference MFR report #1627487-2011-06024 for the first lead lot reported).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.